Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the lens product history records were reviewed and documentation indicates the product met release criteria. Cartridge product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported an intraocular lens (iol) was implanted and a scratch was noticed. It was removed during the initial procedure with no reported patient impact. Additional information was requested.

Manufacturer narrative:
Additional information provided only the empty lens carton was returned with the packaging inserts. The lens case and peel pouch were not returned for evaluation. Product history records were reviewed and the documentation indicated the product met release criteria. Qualified associated products were indicated. The viscoelastic indicated is not qualified for the product combination used. The iol was not returned for an evaluation. Information provided in the file indicates the root cause for the reported damage may be related to a failure to follow the dfu. The file indicates the use of a non-qualified viscoelastic. Due to varying material properties, the use of non-qualified viscoelastic may result in lens delivery difficulties and/or product damage. The manufacturer internal reference number is: (B)(4).